Event description:
It was reported that during a spinal fusion, the pneumatic drill continued to operate even after the device was switched into safe mode. Backup equipment was used to complete the procedure, without causing a clinically significant delay. There was no user or pt injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR, and the complaint was confirmed. Based on the repair investigation, an o-ring was pinched by an adjacent component, preventing a valve from seating properly and stopping the pneumatic air flow to the drill. This issue will result in the drill continuing to operate, even when the trigger is no longer activated. The o-ring was replaced and additional preventative maintenance was performed. The drill was repaired and returned to the customer.